Manufacturer narrative:
Testing confirmed the presence of flu a, flu b, and rsv analytes in the positive control. The client's validation qc samples were all flu b negative. The data indicated that the mol2651 reaction mix lot was the likely cause of the aberrant flu b signals observed by the customer. The investigation of the simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).

Event description:
The customer reported sporadic and late flu b positive signals when they were performing cut-off validation testing of a new lot. They believed the results were possible false positives. No pt testing was involved with this event. A voluntary recall has been performed related to the reported lot.